Event description:
Philips received a complaint with the v60 ventilator indicating that there was a touchscreen failure. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen could not be fully calibrated. The customer informed the rse that they were not moving forward with the service of the device. The customer was informed by the rse that, when they are ready to continue with service, another case can be opened.